Event description:
Same case as MFR#'s: 2134265-2011-04180, 2134265-2011-04181, 2134265-2011-04182. It was reported that a patient expired as a result of stroke complications. The patient presented with a stroke. The physician attempted to cross the lesion with four different zipwires unsuccessfully. After the fourth zipwire would not cross, another manufacturers' guide wire crossed the lesion immediately and was used to complete the case. The patient later expired due to complications related to the stroke. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)